Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Investigation/evaluation: the air dermatome was manufactured on may 19, 2014 and was 2 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed nicks and scratches to the head, neck and housing of the hand piece. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade sits flush with the control bar and the safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor did not run and the reciprocating arm did not oscillate. An audible buzzing noise was noted when attempting to test the unit. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, poppet assembly, gears, and o-ring. The service technician noted that one of the planetary gears was frozen upon the dowel pin and was causing the unit not to run. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was making buzzing noise and it would not cut¿ was confirmed since during the initial inspection it was noted that the device did not run when tested and an audible buzzing noise was observed. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the device did not run when tested and an audible buzzing noise was observed. During the repair the service technician noted that one of the planetary gears was frozen up on the dowel pin and was causing the unit not to run. The air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was making buzzing noise and it would not cut. No adverse events have been reported as a result of the malfunction. Investigation results revealed the comb was damaged.